Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, there was moisture observed under the display. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture on all internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.